Event description:
Manufacutrer's reference number (B)(4).

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain, d4 catalog # and model #, serial #fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous d4 catalog # and model # ardlca219002a. Corrected d4 catalog # and model # blank. Previous d4 serial # (B)(6). Corrected d4 serial # blank. Getinge became aware of an issue with one of surgical lights ¿ lucea 100. As it was stated, top cover on headlight was defective. According to the photographic evidence, the cover was cracked with missing particles and taped. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination. Defective parts were replaced, and device was returned to usage. Based on the information collected, it was established that when the event occurred, surgical light did not meet its specification due to cracked headlight cover with missing particles which could be considered as technical deficiency, and in this way the device contributed to event. Provided information indicates that upon the event occurrence, the device was not being used for patient treatment. The defect was found during preventive maintenance. When reviewing reportable events for this type of issues we were able to establish that the received incident of cracked headlight cover with missing particles occurs at moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by the subject matter expert at manufacturing site, cracks located on the light head lower covers, at the edge of the on/off button, were detected during daily visual inspection, as recommended by the user manual. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. For cleaning, the IFU informs the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. To prevent any incident the lucea 50-100 user manual mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 21st november, 2023 getinge became aware of an issue with one of surgical lights ¿ lucea 100. As it was stated, top cover on headlight was defective. According to the photographic evidence, the cover was cracked with missing particles and taped. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
E1b event site name: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.